Event description:
The customer reports falsely elevated clinical chemistry calcium assay results. One patient generated a calcium result of 14.0 mg/dl on an architect c4000 analyzer and was admitted to the hospital. The sample generated a calcium result of 10.0 mg/dl on a non-abbott platform. Six days later, a new sample taken from this patient generated an abbott calcium result of 17.0 mg/dl while a result of 10.0 mg/dl was generated on a non-abbott platform. The customer could not provide any further patient information and did not know if any treatment was administered to the patient. There is no further impact to patient management reported.

Manufacturer narrative:
The certificate of analysis for calcium reagent, list number 3l79-31, lot number 52808un12, passed all release criteria. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The clinical chemistry calcium assay package insert contains information to address the current customer issue. Abbott has provided supplemental calcium values for in-date multiconstituent calibrator (mcc) lots. Abbott has identified a shift due to mcc value assignment utilizing a newer lot of national institute of standards and technology (nist) standard reference material (srm). In the past, calcium values for mcc lots were assigned utilizing nist srm 956b, which has now been superseded by srm 956c. Supplemental value assignments for in-date mcc lots, which are based on srm 956b, have been provided to customers. There is no requirement to use the supplemental values, as internal testing has determined that all released mcc lots meet performance specifications and manufacturer release testing. Based upon the data available and the results of the current evaluation no product malfunction was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).